Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the fill tubing process. Reportedly, the customer changed supplies and successfully resumed insulin delivery. Customer's blood glucose level was 218 mg/dl.